Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was unknown at the time of the incident. Customer states insulin is "squirting out" during the manual prime process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to perform unexpected restart error test, prime test, excessive no delivery test and occlusion test or test for motor error alarm due to compromised force sensor system alarm. The insulin pump was received with normal operating current. The insulin pump passed the displacement test, self-test and off no power test. The insulin pump had minor scratched lcd window, address label peeling damaged, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.